Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 08/11/2017 with the following findings: a review of the black box showed a reboot had occurred. The battery compartment was cracked alongside the pump and above the bumper pad. The battery cap was not returned with the pump for investigation. A test cap was used for investigation. A test battery cap was unable to maintain an electrical connection, the power loss and reboots were duplicated. Unrelated to the original complaint, the display was dim with a red hue. (B)(4).